Manufacturer narrative:
(B)(4). This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. Patient information is confirmed for 1 event. Patient age (B)(6).